Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv and ra leads were reprogrammed and remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant the right ventricular (rv) lead exhibited low r-waves. Additionally, the right atrial (ra) lead exhibited high threshold. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.